Manufacturer narrative:
The patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated/corrected in this report. In this report, box d, h has been updated/corrected.

Manufacturer narrative:
The previous report incorrectly captured the reported event as a product problem, and other as the outcomes attributed to ae. The event is a serious injury. Corrections have been made to the form box b: both, and the outcomes attributed to ae as other.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma, inflammatory response. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.